Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
The insulin delivery was suspended due to sensor glucose value.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose was 450 mg/dl. Customer also reported of experiencing sensor glucose versus blood glucose differences which caused a threshold suspend. Customer's blood glucose was 450 mg/dl and sensor glucose was 150 mg/dl. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.